Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 17248766, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient¿s (non-device related) lumbar issues and needed a magnetic resonance imaging (MRI).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.